Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on november 04, 2022, that an ultraflex esophageal ng distal release covered stent was to be implanted in the esophagus to treat esophageal cancer during a stent implantation procedure performed on (B)(6) 2022. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the black stent deployment suture got stuck and the ultraflex esophageal stent was unable to be fully deployed. The ultraflex esophageal stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex esophageal ng distal release covered stent was to be implanted in the esophagus to treat esophageal cancer during a stent implantation procedure performed on(B)(6) 2022. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the black stent deployment suture got stuck and the ultraflex esophageal stent was unable to be fully deployed. The ultraflex esophageal stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the ultraflex esophageal ng covered stent and delivery system were received for analysis. Visual inspection of the returned device found the stent was partially deployed and the shaft was slightly bent. The deployment suture was also inspected, and no damages or knots were noted. Functional inspection was performed by holding the hub handle in the palm of one hand, grasping and retracting the finger ring with the other hand. By retracting the finger ring, the crocheted suture that binds to the delivery shaft gradually released the stent from the delivery system. No other issues were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The damage noted to the delivery system was most likely due to procedural factors encountered during procedure. It may be that the lesion characteristics, the technique used by the user, and normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the kinking of the delivery shaft and could have caused the stent to partially deploy. Therefore, a review and analysis of all available information indicated the most probable cause adverse event related to procedure a product labeling review identified that the device was used per the directions for use (dfu)/product label.